Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1 twisted); staples in the track, yes(23) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to twisted staples in the cartridge nose and track. The instrument was received with one staple twisted in the nose and with two staples twisted in the track which could not be realigned for proper feed to occur. The instrument was disassembled and 24 staples were found in the instrument. No conclusion could be reached as to how the staples had become twisted in the track.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device was jammed after the second staple. There was no pt consequence.